Event description:
A power source alert was reported, indicating a malfunction with the charging of a pump. There was no adverse impact on the customer's blood glucose level. The customer attempted various troubleshooting methods, including using different wall adapters and charging cables, but the problem persisted. Ultimately, technical support decided to replace the pump, which was covered under warranty. The customer planned to use a method of injection as a backup therapy and was instructed on how to return the faulty pump within a specified time frame.